Event description:
It was reported that during a breast biopsy procedure, the following: "without any error, vacuum function was not usual. At max level of vaccum power in sample mode, no mass cut at all. In addition, vacuum suction was not properly operating. Vacuum faculty is required to be checked." There were no adverse consequences to the pt.

Manufacturer narrative:
H3: evaluation summary: the analysis site could not confirm that the control module was returned with vacuum issues, as the complaint described could not be duplicated. The control module was serviced, then functionally tested, and was found to operate properly. Complaint info is trended on a regular basis to determine if further investigation is warranted.